Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation that after a sling procedure, the patient had partial retention. A procedure to slacken the sling was performed in 2006. Patient gender, age and weight are unknown.

Manufacturer narrative:
The lot number for the obtryx system is unknown therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated the device was implanted and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.